Manufacturer narrative:
No button error alarm. Intermittent button response due to moisture damage keypad trace. Minor scratched lcd window, cracked case near display window corners.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. Customer confirmed that the insulin pump may have recently been exposed to water. Blood glucose level at the time of the incident was 140 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.